Manufacturer narrative:
Cse dispatched for power cord replacement and electrical safety check.

Event description:
Customer reported system power cord caught fire, issue noted just after patient study completion.